Event description:
(B)(4). Heavy long menstrual, moody, emotional, hives, dizziness, headaches, abdominal pain.

Event description:
#Medwatcher #followup1 #fdamw5041305 #(B)(4). High blood pressure. ....blurred vision....nausea ....chest pains (heart palpitation) had several test told heart excellent health ..went for ultra sounds blood work nothing found why all problems lead all back to the essure device.

Event description:
#Medwatcher #followup2 #fdamw5041305 #(B)(4). Also loss of libido ....painful intercourse.

Event description:
#Medwatcher #followup3 #fdamw5041305 #(B)(4). Had an abalation for heavy periods still have a menstrual...muscle aches ...several uti's ....fibroids ...fatigue ...bloating.